Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised because of pain and lysis. Doi: (B)(6) 2003. Dor: (B)(6) 2010. Update: (B)(6) 2011 - litigation papers received. There is no new additional information that would affect the investigation. Patient is a resident (B)(6). Update: (B)(6) 2012 - patient's medical records were received from legal. The complaint has been reopened. There is no new information that would change the existing MDR decision. Additional medical records are available on the external hard drive if needed. Update ad: (B)(6) 2018; (B)(4) is reopened under (B)(4) due to receipt of ppf and implant sticker sheet received. In addition to what was previously reported, ppf alleges loosening of the cup and stem, bone and implant fracture, metal wear and metallosis, and elevated metal ions. The lawyer and firm has been updated. The cup, head, stem, and sleeve has been added in ip's. Doi: (B)(6) 2003; dor: (B)(6) 2010; left hip.

Manufacturer narrative:
Product complaint # :(B)(4) investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.